Event description:
Philips received a report that the site was performing a spect/CT scan with the flat panel (fp) in the stowed position when technologist heard a click. The technologist attempted to stop the panel from falling and sustained an injury to her finger, arm and shoulder. It was reported that the finger was assessed by a physician as not being broken although blue around the joint.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) went to the customer site to evaluate the flat panel. The eval determined the ball-bearing had been adjusted to the limit allowing the rear of the flat panel to unlatch, possibly due to sideward pressure being exerted on the front catch nylon pin. (B)(4) was implemented at the site. (B)(4).